Manufacturer narrative:
The biomed reported the device had audible sound when the speaker malfunction error message was displayed. The error message disappeared when the monitor was restarted. The device remains at the customer's site. H3 other text : see h10.

Event description:
It was reported that a speaker operation fault message is displayed. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a speaker operation fault message is displayed. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.